Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) . At the time of contact, no injury or medical intervention was reported.